Manufacturer narrative:
(B)(4). During processing of this complaint, attempts were made to obtain complete event, patient and device information. The device was not returned for analysis. The investigation was unable to determine a conclusive cause for the reported difficult to remove protective sheath. A review of the lot history record identified no manufacturing nonconformities issued to the reported lot that would have contributed to this event. Additionally, a review of the complaint history identified no other similar incidents from this lot. Based on the information reviewed, there is no indication of a product quality issue with respect to the design, manufacture, or labeling of the device.

Event description:
It was reported that during preparation for a percutaneous transluminal coronary intervention procedure per the instructions for use, the protective sheath and stylet of a 2.5x15 nc trek rx balloon dilatation catheter were unable to be removed. The device was not used in the patient. Another same size nc trek rx was able to be prepped with its stylet and protective sheath removed without issue and was used successfully in completing the procedure. There was no occurrence of a clinically significant delay. No additional information was provided.